Manufacturer narrative:
Blank information in the MDR form represents unknown information. If further informaiton is received at a later date, a supplemental report will be filed.

Event description:
A person commented the following on a social media platform regarding the intera 3000 hepatic artery infusion pump: "hai pump damaged my husbands bile duct system so get info before you proceed!"